Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.614.035, lot 7300342-28: release to warehouse date: july 09, 2013. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a service and repair evaluation was completed: the customer reported the device failed calibration. The repair technician reported the device failed the service and design limits. Torque test high is the reason for repair. The item is not repairable. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the etch on the device started to fade but have no impact on the device functionality. No other issues were identified with the returned device. A functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was not within the specified torque range. Hence, the torque test failed high. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during testing at service and repair, the technician found out that the torque limiting handle with quick coupling has failed in calibration. There was no patient involvement. This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.